Event description:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods] , transient ischaemic attack [transient ischaemic attack] , premature menopause [premature menopause], hot flashes [hot flashes] , mass in uterus [uterine mass] , memory disturbance [memory disturbance] , chronic fatigue [chronic fatigue], lichen autoimmune disease [lichen] , oint pain heels, toes, [pain in joint] , achilles heel [achilles tendon pain] , my body is deteriorating [general physical health deterioration], my pain is such that I can no longer walk [unable to walk], mutilation of my vulva, complicated sexuality. [Disorder vulva] , lack of sleep for years [sleep loss] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced heavy menstrual bleeding (seriousness criterion medically important), transient ischaemic attack ("transient ischaemic attack"), premature menopause ("premature menopause "), hot flush ("hot flashes"), uterine mass ("mass in uterus "), memory impairment ("memory disturbance"), fatigue ("chronic fatigue"), rash papular ("lichen autoimmune disease"), arthralgia ("oint pain heels, toes,"), tendon pain ("achilles heel"), general physical health deterioration ("my body is deteriorating"), gait inability ("my pain is such that I can no longer walk"), vulval disorder ("mutilation of my vulva, complicated sexuality.") And insomnia ("lack of sleep for years"). At the time of the report, the hot flush, memory impairment, fatigue, rash papular, arthralgia, general physical health deterioration, gait inability, vulval disorder and insomnia had not resolved. The outcomes for heavy menstrual bleeding, transient ischaemic attack, premature menopause, uterine mass and tendon pain were unknown. No causality assessment was received for essure with regard to transient ischaemic attack, heavy menstrual bleeding, premature menopause, hot flush, uterine mass, memory impairment, fatigue, rash papular, arthralgia, tendon pain, general physical health deterioration, gait inability, vulval disorder or insomnia. The reporter commented: occurrence period: the year after the implants were inserted. Thanks to my education, I've always been aware that in order to stay healthy you have to actively participate. Today, despite my efforts to maintain a balanced diet and exercise, also in a balanced way... My body is deteriorating.I love all hikes, both in summer and winter. My pain is such that I can no longer walk (2 hours max) without applying anti-inflammatories before and after, and I have to rest for several days. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods], transient ischaemic attack [transient ischaemic attack], premature menopause [premature menopause], hot flashes [hot flashes] , mass in uterus [uterine mass] , memory disturbance [memory disturbance], chronic fatigue [chronic fatigue], lichen autoimmune disease [lichen] , oint pain heels, toes, [pain in joint], achilles heel [achilles tendon pain] , my body is deteriorating [general physical health deterioration] , my pain is such that I can no longer walk [unable to walk] , mutilation of my vulva, complicated sexuality. [Disorder vulva] , lack of sleep for years [sleep loss]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-dec-2024. The most recent information was received on 07-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced heavy menstrual bleeding (seriousness criterion medically important), transient ischaemic attack ("transient ischaemic attack"), premature menopause ("premature menopause "), hot flush ("hot flashes"), uterine mass ("mass in uterus "), memory impairment ("memory disturbance"), fatigue ("chronic fatigue"), rash papular ("lichen autoimmune disease"), arthralgia ("oint pain heels, toes,"), tendon pain ("achilles heel"), general physical health deterioration ("my body is deteriorating"), gait inability ("my pain is such that I can no longer walk"), vulval disorder ("mutilation of my vulva, complicated sexuality.") And insomnia ("lack of sleep for years"). At the time of the report, the hot flush, memory impairment, fatigue, rash papular, arthralgia, general physical health deterioration, gait inability, vulval disorder and insomnia had not resolved. The outcomes for heavy menstrual bleeding, transient ischaemic attack, premature menopause, uterine mass and tendon pain were unknown. No causality assessment was received for essure with regard to transient ischaemic attack, heavy menstrual bleeding, premature menopause, hot flush, uterine mass, memory impairment, fatigue, rash papular, arthralgia, tendon pain, general physical health deterioration, gait inability, vulval disorder or insomnia. The reporter commented: occurrence period: the year after the implants were inserted. Thanks to my education, I've always been aware that in order to stay healthy you have to actively participate. Today, despite my efforts to maintain a balanced diet and exercise, also in a balanced way. My body is deteriorating. I love all hikes, both in summer and winter. My pain is such that I can no longer walk (2 hours max) without applying anti-inflammatories before and after, and I have to rest for several days. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.